Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information. Potential causes of unintended stimulation/overstimulation are off-label use, incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerve outside the target nerve, interference from a non-curonix device, patient contraindicating conditions, and migration. Migration was confirmed, contributing to the reported issue. The stimulator is used to treat pain. The cause of overstimulation is migration. However, the cause of the migration is unknown. Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported overstimulation and migration was confirmed. A revision procedure was performed on (B)(6) 2022. No additional information provided.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information. Potential causes of unintended stimulation/overstimulation are off-label use, incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerve outside the target nerve, interference from a non-curonix device, patient contraindicating conditions, and migration. Migration was confirmed, contributing to the reported issue. The stimulator is used to treat pain. The cause of overstimulation is migration. However, the cause of the migration is unknown. Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported overstimulation and migration was confirmed. A revision procedure was performed on (B)(6) 2022. No additional information provided.